Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 17, 2017 ¿ january 18, 2017. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contains the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be an untightened red luer cap. The red luer cap is not a baxter product. Functional testing was performed, the red luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the red luer cap. Baxter¿s blue winged luer cap was also tested during the leak test, and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after preparation with 4550 mg of 5fu and 3 ml of sodium chloride (total fill volume of 97 ml). There was no patient involvement. No additional information is available.